Event description:
Patient had a low profile 4.8 fr. Indwelling medication port. A bubbly blood return was detected during a port check. The port was flushed and the dressing became wet. Interoperatively, the patient was noted to have a hole through the back wall of the port. The port was explanted and replaced with a new port. The explanted port had two needle punctures through the plastic needle stop backing.====================== manufacturer response for medication port, indwelling, medcomp======================they stated that there were no other reports of this nature, but they have discontinued this product. Once supplies are sold this med port will no longer be available for purchase. They would like the port returned for their testing. They requested that the remaining product be removed from our stock. All stock has been removed. They provided samples of alternative ports.